Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support after eating breakfast and announcing the meal, noting a blood glucose of 223 mg/dl with the cgm trend arrow pointing downward while using the ilet for less than one month, and the agent provided education and planned follow-up to ensure glucose returned to range. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction identified and a likely learning period or insulin dosing adaptation factor consistent with early ilet use, with no specific component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.